Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would boot up but was locked up. The on/off button would not respond, and the device would randomly reset itself. In addition the device logged a potentially critical event code that is indicative of a device lockup. In this state, defibrillation therapy may be delayed or not available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the power pcb assembly to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was due to the power pcb assembly, however, further root cause could not be determined.

Event description:
The customer contacted stryker to report that their device would boot up but was locked up. The on/off button would not respond, and the device would randomly reset itself. In addition the device logged a potentially critical event code that is indicative of a device lockup. In this state, defibrillation therapy may be delayed or not available if needed. There was no patient use associated with the reported event.